Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided pump reset information and assisted the customer in resetting the pump. The customer was advised to continue using the pump and to report any recurrence of the malfunction.